Event description:
A report was received regarding a patient who was implanted on (B)(6) 2011 with an lcp proximal tibia plate and screws to treat a left tibial plateau fracture. Postoperatively, the patient complained of pain over the implant site. The patient was returned to the or on (B)(6) 2012 for removal of all hardware. It is reported that the fracture had healed. This is report #5 of 5 for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no part or lot number was provided and the product was not returned.